Event description:
Customer reported a malfunction with error code malf 12 on their pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was provided pump reset information by technical support and successfully reset the pump, resolving the issue without recurrence. Customer was advised to continue using the pump and to contact support if any malfunction recurred.